Event description:
The user facility reported that during a patient procedure, the audio to two of their hexavue custom room racks were fluctuating intermittently. The procedures were completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived on-site following the reported event to inspect the units and found that the audio cabling to the systems was not operating properly. To resolve the issue, the technician replaced the audio cabling. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.